Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s stimulator had high impedances of greater than 4,000 ohms on all bipolar and unipolar pairs. Increasing the current and pulse width resulted in impedances within normal limits for the unipolar pairs. Stimulation was felt with unipolar settings. X-rays and reprogramming were also performed. There were no falls or traumas associated with the issue. System replacement was planned. It was later reported by the representative that the patient was not receiving therapy. System replacement had not been scheduled yet. After further review, the representative reported the patient leads fractured and she doesn¿t recall falling or anything. It was later reported that all impedance were at 4000. The indications for use for this patient was gastrointestinal/pelvic floor.